Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please provide more details for ¿did not fire correctly¿? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during an unknown procedure, the stapler did not fire correctly. It is unknown how the case was completed or if there were any adverse consequences to the patient. No additional information is available at this time.

Manufacturer narrative:
Pc-(B)(4). Date sent: 06/05/2020. Additional information was requested, and the following was received: 1. Could you please provide device info (product code/lot#)? Lot #u93dl product code ecs29a. 2. Could you please provide more details for ¿did not fire correctly¿? Was unable to get more details from the facility.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2020. Additional information received: maude report (B)(4). Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Response: I do not have any additional information to report. The hospital has not provided any additional information requested.